Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 800 mg/dl and was treated with manual injection. Reportedly, customer completed multiple supply changes to address the occlusion alarms.